Manufacturer narrative:
Pump received with cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring.

Event description:
Customer reported that a piece of the insulin pump's reservoir compartment broke off. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.